Manufacturer narrative:
Dhrs were reviewed. No records confirming the defect were observed. 10 pen needles from archival sample were tested with triple puncture into a silicone cube with a hardness of 55 shore (imitating the hardness of human tissue). No defects were observed during test. Additionally, 10 pen needles from returned sample were tested with triple puncture into a silicone cube with a hardness of 55 shore (imitating the hardness of human tissue). No defects were observed during test. Defect was not confirmed. Root cause analysis was not conducted. No corrective action. Complaint closed.

Manufacturer narrative:
Product involved in the incident was returned to arkray USA and forwarded to the manufacturer for evaluation. We have not yet received evaluation results. Arkray will file a follow-up report when device evaluation is complete.

Event description:
Customer has techlite pen needles, part 236132. Lot x56p7. Caller says that the needles bend when he injects his insulin. I tried to advise on how to use pen needles since he just got switched to our brand. Customer is not satisfied with quality of product and wants refund. Advised refund will need to come from pharmacy. I suggest we replace the box and send him out a new box to try out. Customer seems to want to be switched to old brand. I advised insurance will have to take care of that. Replaced pen needles and sent return label. Advised on how to return product.